Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: perforator device, drilling device, 1/1/2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device generated unexpected noise and vibration. It was noted in the service order that although the device was working in the beginning, it stopped moving from the ¿way¿. It was reported that the device displayed an e8 (software generated message on the console indicating system fault) error code and it did not work neither with the perforator device nor the drilling device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.